Manufacturer narrative:
The doctor reported that the tonsillectomy tips were utilized during the procedure. The doctor cannot recall if the devices were used successfully in other cases in between. Also, cannot recall anything being different in operation of the devices during the procedures.

Manufacturer narrative:
A gyrus ent g3 generator, equipped with plasmablend version 1.12 and tcrf version 2.12, was returned due to ¿not putting of sufficient power during coagulation¿. Noted the device came with customer¿s footswitch ref 7035-3002, s/n a gyrus ent g3 generator, equipped with plasmablend version 1.12 and tcrf version 2.12, was returned due to ¿not putting of sufficient power during coagulation¿, but no hand-piece returned. A visual inspection of the appearance found scratches on bottom chassis, but no visual damage on the sockets. All switches were functional. There were recoverable errors ¿412 foot pedal stuck ¿captured in error log history; however, no functional problem was found with the footswitch during testing the bipolar handpiece. The generator was checked and recognized the test handpiece 70353008 and a plasma knife dissector 70353107 ta2 tip. The generator was observed to have sufficient power to the handpiece during coagulation. Furthermore, the measurable output inspection was performed in electronics line. All the power outputs of the generator were within standard specifications. The generator failed the ¿pc yellow pedal response test¿ which was one section of the short circuit display test due to a faulty pkrf board. This test was not related to the power output, only affecting the tone and display power limit. In addition, found that the customer¿s footswitch coagulation pedal failed three times the ¿rf output power control test¿ when checked on the tcrf (monopolar side only). Therefore, the customer¿s footswitch was also faulty as it would not activate the coagulation output for monopolar.

Event description:
It was reported that a patient experienced a post-operative bleed after undergoing a therapeutic tonsillectomy. Although there was no injury, there was severe bleeding. The patient returned to the or and was observed in the hospital. The patient had tonsil hypertrophy and/or recurrent tonsillitis. The procedure was completed and no permanent harm occurred. Device being used was a plasma knife. The generator did not display any error codes or alarms. It is unknown if the device was inspected pre/post procedure.